Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part # 03.632.002. Synthes lot # 6911436. Supplier lot # na. Release to warehouse date: 28 jun 2012. Manufactured by synthes monument. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary complaint summary: it was reported that on (B)(6) 2019, a patient underwent transforaminal lumbar interbody fusion (tlif) surgery, due to spinal canal stenosis. During surgery, the surgeon inserted the screw to the left l4/5. After two screws were inserted successfully, the screwdriver shaft for matrix could not hold the screw. The surgeon tried to hold a couple of times however the driver shaft could not hold the screw. Then, the surgeon confirmed that the driver tip broke and the retaining sleeve got the cross thread. There were no broken parts in the patient's body. There was a surgical delay of less than 30 minutes. The procedure was completed with no adverse consequence to the patient. Flow: damage. Visual inspection: the screwdriver shaft stardrive, t25, standard, for matrix 5.5 (part # 03.632.002, lot # 6911436, mfg # 28-jun-2012) was received at us cq with the distal tip of the screwdriver stripped. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are stripped. Document/specification review: the following drawing(s) was reviewed; screwdriver shaft, matrix t25 stardrive, hex coupling: 03_632_002 rev a and rev b. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent transforaminal lumbar interbody fusion (tlif) surgery, due to spinal canal stenosis. During surgery, the surgeon inserted the screw to the left l4/5. After two screws were inserted successfully, the screwdriver shaft for matrix could not hold the screw. The surgeon tried to hold a couple of times however the driver shaft could not hold the screw. Then, the surgeon confirmed that the driver tip broke and the retaining sleeve got the cross thread. There were no broken parts in the patient's body. There was a surgical delay of less than thirty (30) minutes. The procedure was completed successfully with no adverse consequence to the patient. Patient outcome reported as stable. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 1 for complaint (B)(4).